Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil shroud and anvil detached/missing. The analysis results found that the device was received with the anvil shroud detached and broken. This damage is consistent with excess of tissue applied to the distal end of the device. The device was received with one reload present. The reload was received fully fired. Due to the condition of the device, no functional test could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the staples were malformed at the first firing. Additional suture was performed. There were no adverse consequences for the patient.